Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: device fails during ventilation and generates alarm.

Manufacturer narrative:
For the investigation neither log book nor exchanged parts were available. According to the responsible service engineer the evita xl performed several warmstarts. During a warmstart the evita xl opens the airway system in order to allow spontaneous breathing. This is accompanied by continuous alarm, afterwards the ventilation goes on with the set parameters. In the event of an unsuccessful warmstart the device alarms permanently and an alternative ventilation device may be considered necessary. After analysis of all available information it was concluded that the root cause for the warmstarts was a faulty pcb cpu (printed circuit board) (central processing unit). The device was repaired by exchanging the pcb cpu.

Event description:
Please see initial report.